Event description:
It was indicated that the patient had presented with wound dehiscence at the pump pocket. The physician subsequently explanted the pump and catheter because the wound incision was not healing. There was no infection noted and, at the time of report, there was no patient injury. The device system had been used to deliver lioresal. The outcome of the event had yet to be reported. Further follow-up was being requested to ascertain additional information.

Manufacturer narrative:
Concomitant medical products:product ID: 8780, serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).